Event description:
A hemodialysis facility reported blood leak alarm at the initiation of dialysis and the leak was noted at the top end arterial side of the dialyzer. The patient lost 400ml of blood. The patient is reported to be stable.